Event description:
Medtronic received information that this bioprosthetic aortic valve, implanted two years, was replaced due to aortic regurgitation (ar). The patient was asymptomatic up until two years post implant, when the patient was admitted to the hospital with angina. Prior to the hospitalization for angina, echocardiographic evaluation of the valve revealed a mean gradient of 26mm/hg and mild ar. The patient was catheterized (it was not reported if the valve was crossed) and a coronary stent was placed in both the right and left anterior descending coronary arteries. A doppler echocardiogram one day post stent placement revealed no change in the gradient, however, the ar was described as moderate to severe. Seven days post stent implant, the valve was explanted and another bioprosthetic aortic valve was successfully implanted. The patient died 4 days post operatively, due to multiple organ failure (mof). An autopsy revealed that 90% of the liver and 1/3 if the large intestine were necrosed. It was reported that the patient had been on dialysis for 12 years due to renal failure and had been taking a daily dose of steroids.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion = cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. A large tear and abrasions in the non-coronary cusp, through the free margin and lunula, adjacent to the nodule of aranti, appeared to be associated with a possible long suture tail. A perforation, of unknown origin, was noted in the non-coronary cusp adjacent to the margin of attachment. The possibility of a puncture or tear from a catheter cannot be ruled out due to the tear-like appearance around the hole on the inflow. There was evidence of host tissue removal, adjacent to the hole, which suggests the possibility that the puncture or tear may have increased in size during explant. A small tear through the free margin and lunula of the left cusp, adjacent to the left right commissure appeared to be due to bias wear. Remnants of pannus (host tissue) remained attached to the non-coronary cusp adjacent to the inflow margin of attachment. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization on the valve. Trace mineralization was noted along the sewing ring adjacent to the non-coronary cusp. Conclusion: review of device history records show that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. The valve analysis findings suggest that the moderate to severe regurgitation was likely related to the puncture or tear, which likely resulted from heart catheterization. The cause of death was attributed to multiple organ failure, possibly related to long term dialysis and steroid use.